Event description:
Same case as manufacturer's report #2132562-2006-00007. It was reported that during a pci treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured during predilatation of a heavily calcified lesion in the proximal lad. No patient injuries or complications were reported related to this balloon rutpture. An unspecified stent was placed at the lesion site and an nc monorail 9/3.0 mm balloon was used for post dilatation. Multiple inflations were performed up to 18 atms. The balloon ruptured upon the last inflation at approximately 12 atms. The ruptured balloon became stuck inside the stent. The patient was sent for scheduled surgery with the balloon remaining in the stent. Patient condition is reported as `okay.'

Event description:
Correction: initial MDR was reported with incorrect MFR report number 2132562-2006-00011, which should have been for MFR number 6000093.

Manufacturer narrative:
B5 updated with corrected MFR number. G1/g2 updated to indicate change in contact person and phone number. The facility did not return this product, consequently, a returned product analysis will not be possible. As the lot number is unk, a review of the shop fl paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.